Event description:
It was reported that at implant, the patient's right ventricular lead exhibited capture failure. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in two pieces. Final analysis did not find any anomalies except for procedural damage.